Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the front panel display disappeared occasionally due to printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the insufflator¿s front panel indicators flickered, and the device would occasionally power off. The issue was found during preparation for a therapeutic laparoscopic procedure. The patient was not under anesthesia and there was no delay in the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the customer reported malfunction was most likely due to a defective printed circuit board. However, the root cause of the events could not be determined. Olympus will continue to monitor the field performance of this device.